Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the stapler was inserted into the trocar during a laparoscopic appendectomy, the stapler was able to fire, but the surgeon recognized a little yellow piece in the abdomen. A portion of the shipping wedge fell off into the patient after the technician closed the cartridge jaws with the shipping wedge still attached. The surgeon retrieved the yellow fragment to complete the case. There was no patient injury.